Manufacturer narrative:
One cadd® cadd®-solis vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "lec46440". A visual inspection revealed a pump in good physical condition. The event displayed downstream occlusion and system fault 46440. The downstream sensor trip point was functionally tested and found to be within the specification. What caused the reported problem was a faulty downstream sensor. Who caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump had error code lec46440. It is unknown if there was patient involvement.

Manufacturer narrative:
From additional information provided by reporter; no patient was involved with this event.